Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6) h.6 investigation summary: bd received 2 samples for investigation. The samples and retention samples were functionally evaluated for pooling in the stopper well and no issues were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , blood pooling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes has blood pooling in the stopper well after blood collection. There was no report of patient impact.